Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) of rewe0392 showed no other similar product complaint(s) from this lot number.

Event description:
Line was placed on (B)(6) and fell out of the pt on (B)(6). Required new line placement.